Event description:
Customer called on (B)(6) 2011 reporting of a leak around the vent line sensor (vls) area below the beckman coulter coulter lh 750 hematology analyzer. Customer reported obtaining a very low hemoglobin (hgb) result for a patient sample but it was later confirmed that the low hgb result was correct. No patient samples or results were affected by the leak. Customer was wearing personal protective equipment consisting of a lab coat, protective eye wear and gloves at the time of the incident and no injury or exposure was reported. Customer found that the tubing at the vent line sensor was split. Customer stated that she had cut the split part of the tubing and reattached the line. Customer then proceeded to run controls and observed no leak. Customer later called back to report that the leaking issue had been fixed.

Manufacturer narrative:
Evaluation - method: evaluation was performed by customer. Evaluation - conclusion: leaking issue was identifier and resolved by customer through troubleshooting. Root cause for the leak was determined to be the split tube at the vent line sensor area. Bec identifier for this report is (B)(4).